Event description:
Complanant alleged that during a routine preventative maintenance check, the device's high leakage current was found to be out of the specified tolerance. The complainant indicated that there was no patient involvement in the reported failure.